Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause. O inadequate verification and validation activities of the crimping process. O single pull test did not provide stability of process. O evidence was not provided when requested for maintenance of records or crimp tools. O no crimp cross-sections provided. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed would like to send in device for the 2000 hour service and a loaner. No alleged device malfunction. The device was covered under extended warranty. The l-tube and double l-tubing appeared distended and expanded however water flow was not impeded, it would be replaced preventatively. As per sample evaluation results received on 13mar2023, it was reported that the performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed would like to send in device for the 2000 hour service and a loaner. No alleged device malfunction. The device was covered under extended warranty. The l-tube and double l-tubing appeared distended and expanded however water flow was not impeded, it would be replaced preventatively. Per sample evaluation results received on mar 13, 2023; it was reported that the performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively.